Manufacturer narrative:
No medwatch form was received.

Event description:
During the implant procedure, a tachycardic episode was recorded on an egm during induction testing of the implantable cardioverter defibrillator (ICD). Atrial and ventric- ular sensing occurred simultaneously. It was suspected that the atrial lead dislodged. The ICD was programmed to 40 ppm in vvi mode with only ventricular sensing until the lead could be repositioned.